Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this system was explanted due to low, out of range shocking lead impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory noted no resets or fault codes. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device met specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a low, out-of-range (oor) shock impedance measurement. Additional information from the field representative indicates that the patient was checked for follow up and results were fine. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.